Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an inability to communicate with device. The device still paced at 50 bpm as programmed.